Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor position encoder error alarm. The customer¿s blood glucose was 174 mg/dl. Customer stated the drive support cap appears normal. Customer stated that insulin pump had not exposed to high magnetic field. Customer also stated that insulin pump received motor error alarm and they were able to complete pump rewind. Customer stated that displacement test was passed and also manual prime were successful and motor alarm did not recur. The device will not be returned for analysis.